Manufacturer narrative:
Additional information: d9, g3, h3, h6. He complaint allegation was confirmed. One unpackaged ar-9236-01pp serial/batch number (B)(6) was received for investigation. No functional testing was performed; part is broken. Upon visual evaluation, the middle/center pole was noted to be broken off. Nicks, marks, and cuts on the device material were also observed. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Device manufacturing date: 10/05/2021.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-9236-01pp univers vaultlock¿ glenoid trial broke. This occurred during a syracuse when the surgeon was trying to insert with forceps. There was no excessive force used. The center post was still hanging on by a thread so the doctor just pulled it off and reinserted a trial with a peg and keel. There were no issues, and no added time.¿